Manufacturer narrative:
Block b3: event date is an approximate, the complaint was not able to provide the exact event date. Block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an esophageal stent suturing procedure performed on an unknown date. During the procedure the anchor would not transfer from the needle driver to the anchor exchange. The procedure was completed with the original device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the procedure despite good faith efforts.